Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, high pacing impedance, and oversensed noisy signals. Technical services (ts) reviewed the device data and observed a gradual increase in rv pacing impedance, suspecting possible calcification. Additionally, oversensed crosstalk signals were noted on stored ventricular events. Ts recommended to replace this lead during the future device replacement procedure as the device reached elective replacement indicator (eri) status. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This report is being submitted to correct field b5: describe event or problem, section b and d2: common device name, section h.

Event description:
It was reported that this pacemaker exhibited high pacing thresholds, high pacing impedance, and oversensed noisy signals on the right ventricular (rv) channel. Technical services (ts) reviewed the device data and observed a gradual increase in rv pacing impedance, suspecting possible calcification on this non-boston scientific rv lead. Additionally, oversensed crosstalk signals were noted on stored ventricular events. Ts recommended to replace this lead during the future device replacement procedure as this device reached elective replacement indicator (eri) status. No adverse patient effects were reported. This pacemaker remains in service.